Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front therapy electrode. Patient reported he had a skin allergy/sensitivity to detergents. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a triamcinolone acetonide cream for the irritation. Follow up indicated that the irritation is getting better.